Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the right coronary artery. The trek nc balloon was used for pre-dilatation; however, the balloon ruptured after one inflation at 18 atmospheres. During the attempt to remove the trek nc, the balloon was stuck in the lesion and when pulled on, the very distal end of the shaft separated. The separated piece was too small to capture with a lasso or other device, so the decision was to leave it in place. A rotablator was used to open the lesion and a non-abbott stent was implanted to treat the lesion and secure the separated balloon tip. The overall procedure time was 2 hours; however, their was no adverse patient sequelae. The final patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.